Manufacturer narrative:
Product event summary: the vad was returned for evaluation. The reported event of ¿high power¿ could not be replicated, but was confirmed with log files analysis. Post-explant functional analysis confirmed that pump (B)(4) met preimplant requirements with power average consumption of 2.00 watts. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathology report revealed evidence of thrombus within the inflow of the pump. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. It is likely that the thrombus at the inflow got ingested into the pump leading to an increase in power consumption. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that this patient presented with clinical signs of thrombosis including high power, elevated lactate dehydrogenase (ldh), and dark urine. Symptoms improved with the administration of tissue plasminogen activator (tpa) and integrilin. The patient underwent cardiac transplantation and was discharged on (B)(6) 2017. Thrombus could not be confirmed and cause of the event could not be identified. No further information was provided.